Event description:
It was reported to ventec that the device was rebooting continuously. When this occurred, the lcd touchscreen on the device was also locked-up and unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was no longer fully seated to the ift. Ventec reseated the ift cable to the ift to resolve the reported issue. As far as the touchscreen being unresponsive, the system continually rebooting before any buttons could be pressed gave the impression that the device was not responding. Once the system was stable, ventec was able to navigate through all screens and functions without issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was that the ift cable was not fully seated.